Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va0h337, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported during the implant procedure that the screw on the implantable neurostimulator (ins) would not lock the lead component in place. Diagnostics performed included impedance testing (results not reported). The ins was then replaced and a new ins was used. It was unknown if there were any patient symptoms or complications associated with the event issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.